Event description:
There was an allegation of questionable elecsys vitamin b12 immunoassay result from the cobas e411 disk analyzer. Sample 1 initial result was 142.8 pg/ml. On (B)(6) 2022, after recalibration, the result was 175.7 pg/ml. The result from another analyzer using clia method was 206 pg/ml. Sample 2 initial results were 138 pg/ml and 128.9 pg/ml. The result from another analyzer using clia method was 197 pg/ml. Sample 3 initial result was 121.8 pg/ml. After recalibration, the result was 171.9 pg/ml. The result from another analyzer using clia method was 224 pg/ml. Sample 4 initial result was 157.7 pg/ml. The result from another analyzer using clia method was 263 pg/ml. The questionable results were not reported outside of the laboratory. The reagent lot number was 58858301 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The field service engineer tested the samples in another laboratory. Sample 1 result from a cobas e411 analyzer was 109.70 pg/ml and the result from a cobas pro analyzer was 141 pg/ml. Sample 2 result from a cobas e411 analyzer was 182.60 pg/ml and the result from a cobas pro analyzer was 196 pg/ml. Sample 3 result from a cobas e411 analyzer was 150.90 and the result from a cobas pro analyzer was 174 pg/ml. Sample 4 result from a cobas e411 analyzer was 50 pg/ml and the result from a cobas pro analyzer was <100 pg/ml. Analyzer performance testing was performed and was within specifications. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and the standardization methodology used. A more detailed investigation is not possible, as the clia method used by the customer is unknown. As the qc data was within specifications and a sample comparison between the customer's e411 analyzer and a cobas pro analyzer at another lab generated largely matching results, a general issue could be excluded. The reagent pack in use was beyond the stability stated in the product labeling of 35 days onboard the analyzer or 60 days when switching between the analyzer and the fridge. The calibration for the reagent pack in use was very old and was prior to (B)(6) 2022. Per product labeling, the recommended calibration frequency is every 28 days for lot calibration or 7 days for reagent pack calibration.